Event description:
Customer reported via phone, in the morning she was experience high blood glucose of 400 mg/dl. She treated with a bolus and her blood glucose went up to 500 mg/dl. She changed her site and now her blood glucose was 214 mg/dl. Customer declined troubleshooting for high blood glucose event. The device is not returning for further analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.